Event description:
It was reported that a user contacted support because the ilet did not display blood glucose data during algorithm steps around meal announcements, and review showed a one-minute gap in cgm readings attributed to a temporary dexcom g7 signal loss. Symptoms included no adverse physiological effects. Outcomes included no clinical impact and no alerts or alarms on the ilet. Investigation included device use review and user education on cgm connectivity and data latency. Investigation of this case revealed a transient loss of cgm communication that interrupted data availability to the algorithm without affecting glucose control, consistent with known intermittent sensor-transmitter connectivity interruptions. It was concluded, based on previously established findings for similar reports, that the cause was external cgm signal loss unrelated to ilet hardware or software malfunction.